Event description:
According to the event description: "the pump delivered 1/5 of the volume of cytostatic drug intended for 24-hour infusion at the specified time. The volume of the drug bag and the pump settings were checked by the doctor on duty and the ward nurse."

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number: (B)(4). The device history files from 2024-07-11 were investigated. A space line was selected, and the infusion started with a rate of 10,42ml/h and a volume of 250ml about 24 hours at 09:12am. At 15:36pm an upstream alarm occurred. The reason for the upstream alarm could not be clarified. The infusion was continued and on the next day at 09:09am the pre-alarm "vtbi near end" occurred. The infusion was stopped. At this time, 249,6ml was infused. No other abnormalities were found. The cover caps on the screw pillars, and the technician seal on the lower housing were intact and undamaged. The device is in a clean state and no visible damage are to locate. The device passes the self-test. A space line was inserted, the pump identified the line, and it could be selected from the menu. It was possible to put the pump in operation. In checking the downstream-sensor the electronic pressure cut-off and the mechanical pressure limitation of the device were tested, according to the requirements of the technical safety check. The electronic pressure cut-off was checked. The mechanical pressure cut-off was checked. Safety clamp was checked. The device matches the required values and standards. All measured values are within our specification. A delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of 100 ml/h was chosen. The assessed average deviation "a" of the second operating hour was measured and resulted in a value of +0,11% (accuracy of set delivery rate should be: ± 5 % according to iec/en 60601-2-24). The device matches the required values and standards. All measured values are within our specification. The device was disassembled and the inside was investigated. No visible damages was found inside the device. The defect could not be confirmed. Summing up all tests, the infusomat space operates within our specification. No product deviation. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number (B)(4). Premarket submission # k083689, k142596, k191910.